Manufacturer narrative:
H6 - 4581: significant reduction of iridocorneal angles, shallowing of anterior chamber secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles and shallowing of ac. The lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of event is unknown.